Event description:
Healthcare professional reported a left side deflation. Device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, broken shell and others, and missing shell (0-25%). Leak test and microscopic analysis was performed which identified a striated opening on patch/shell bond edge and a striated broken on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening on patch/shell bond edge assessed as surgical damage, a striated broken on anterior assessed as surgical damage and a missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.